Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. No unexpected block mode during testing. The motor slide functioning properly during the rewind test. The motor was tested outside of the device and passed.insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia and vomiting on (B)(6) 2019 with the blood glucose over 600 mg/dl and was throwing up. Customer was in emergency room for the 4 hours. Customer was treated with intravenous drip and insulin drip. Customer stated that the blood glucose was not going down. The insulin pump will be returned for analysis.